Event description:
It was reported to vyaire medical that a transducer fault and a motor fault have occurred on the vela ventilator during est/uvt (extended systems test/user verification tests).

Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.